Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located on the 7th floor at the account. There was no pt/user injury reported. Two complaints of no nurse call were documented with no serial number provided. This is 2 of 2.

Manufacturer narrative:
Hill-rom technical support suggested swapping the scale control board. It is unk if the facility performs preventive maintenance on their beds. The account replaced the side communication board to resolve the issue. Based on this info, no further action is required.